Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest discomfort and pain and presented in the emergency department. Upon interrogation, the r-wave had gone lower. Lead impedance and threshold was normal. The physician decided to explant the right ventricular (rv) lead. During explanation, the rv lead was noted with a micro perforation. The lead was explanted and replaced. The patient was stable.